Manufacturer narrative:
Investigation into this event found that qc results were acceptable. Precision testing indicated that the analyzer was operating as intended. Repeat analysis of the sample yielded expected results, consistent with other sample results. The root cause of the event is unk.

Event description:
A customer observed a non-reproducible negatively biased phyt result tested on the 5, 1 fs analyzer. The result was reported and questioned by the physician. Biased results of the direction and magnitude observed could result in inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.